Event description:
The customer reported a loss of image during inspection for use involving an olympus camera head. There were no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.